Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to blurry vision post cataract as the power of the iol was incorrect from what was recorded. The optical response analyzer (ora) machine was used during surgery, so the contact stated they assume that it was a power calculation issue that occurred during surgery. Lens was replaced another lens of the same model, but lower diopter, 18.5. No further information provided.

Manufacturer narrative:
Additional information: concomitant medical products: device available for evaluation: yes, returned to manufacturer on 10/21/2020. Device evaluated by MFR: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. A completed jjsv shipping guide was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.